Event description:
It was reported that a bd ultra-fine¿ pen needles was broken during use. Doctor did not find broken needle part inside body, but patient felt little bit painful at the injection site.

Manufacturer narrative:
Investigation summary: one open 31g x 5mm pen needle sample with shield was returned from lot. No. 7038724, cat. No. 320632. Visual examination was carried out on the returned sample and it was observed that the patient of the cannula was broken. No indentation marks were observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No manufacturing related issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ pen "needles" was broken during use. Doctor did not find broken needle part inside body, but patient felt little bit painful at the injection site.